Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, this patient was being treated for a thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. A gore dryseal sheath would not advance past a previously implanted device, so the physician advanced the gore tag thoracic endoprosthesis outside of the sheath. The device was implanted with no issue. Upon removal of the gore tag device delivery catheter, the delivery catheter became stuck above the sheath near the bifurcation of the right common iliac artery. The physician attempted to pull the delivery catheter through the sheath, but the catheter ended up pulling off of the stiffening wire. The physician then pulled the stiffening wire through the sheath, leaving the leading olive and plastic tubing inside the patient. The physician was able to snare the remaining pieces of the delivery catheter and remove them from the patient. The patient tolerated the procedure. Additional information has been requested.